Event description:
It was reported that the insulin pump had a cracked case. The insulin pump had not been dropped or bumped. The scratch was at the thread of the battery compartment and the drive support cap appeared be undamaged. The blood glucose reading was 198 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.